Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that image was not output and camera not recognized was due to damaged (rx) module lens. However, a specific cause of the faulty module lens could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the receiver (rx) module lens is cracked/shattered. The repair history shows no previous repair records for the device. The cause of the reported issue could not be determined; however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer visera 4k ultra high-definition camera control unit has a no image issue, ¿damaged lens. No image and no recognition of camera.¿ the customer reported problem was found during inspection before use. No death, injury or harm was reported to olympus.